Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient using a ventilator was taken to the hospital and subsequently expired. The patient¿s temperature was above 40 celsius and the patient subsequently went into convulsion. The patient was removed from the ventilator and was manually ventilated with a resuscitation bag and cardiopulmonary resuscitation occurred. The patient subsequently expired due to pneumonia. There was no allegation of device malfunction. The ventilator was returned to the manufacturer for evaluation and no abnormality was confirmed. The device operated and alarmed as designed.

Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a patient using a ventilator was taken to the hospital and subsequently expired. The patient¿s temperature was above 40 celsius and the patient subsequently went into convulsion. The patient was removed from the ventilator and was manually ventilated with a resuscitation bag and cardiopulmonary resuscitation occurred. The patient subsequently expired due to pneumonia. There was no allegation of device malfunction. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.